Event description:
During baxter's functional testing of a spectrum infusion pump, it was found that the device falsely alarmed "upstream occlusion". There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the symptom "false 'upstream occlusion' alarms", determined to be caused by a false ultrasonic sensor. The ultrasonic readings were low, making the device more sensitive to false "upstream occlusion" alarms. The failed ultrasonic sensor were replaced.